Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 72 mg/dl, 149 mg/dl and 156 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was shaking when she obtained the readings and she self-treated with lemonade and corn flakes. No other actions were reported taken or treatment received. No adverse event reported. A request was made from the return of the suspect device and replacement product was sent.